Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that, the cocking levers on the holster will not lock into place when cocked. There was no patient consequence reported, the case was completed using the another holster.